Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in physician's office with muscle stimulation. During interrogation the right ventricular lead exhibited loss capture and loss of sensing due to dislodgement that was confirmed with a chest x-ray. The lead was explanted and replaced successfully. The patient tolerated the procedure well.